Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to a malfunctioning, freezing pump as the pump stayed flat when pressing the bulb. A new inflatable penile prosthesis pump component was implanted. The patient was stable and the event resolved.

Manufacturer narrative:
H3 device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis therefore confirmed a pump malfunction.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to a malfunctioning, freezing pump. A new inflatable penile prosthesis pump component was implanted. The patient was stable and the event resolved. Additional information received indicated the pump stayed flat when pressing the bulb.